Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement of a directional coronary atherectomy (dca) device over the flexiwire, resistance was met and both devices got stuck. Heavy resistance was met during removal of the dca catheter and it was unable to be removed from the anatomy, thus both devices were removed from the anatomy together. The procedure was continued using a new guide wire. The physician commented that he felt like hydrophilic coating came off. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The reported physical property issue/irregular appearance was able to be confirmed as there was a string-like material wound around the guide wire. Chemical analysis determined that the foreign material resembled pebax. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the noted pebax material found on the guide wire peeled off from the directional coronary atherectomy device used during procedure resulting in the in the reported difficult to position and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.